Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Patient contacted exactech with report of pain and her knee replacement "giving out". The patient reported the knee was reoperated on in 2013 for an unknown reason. The knee was revised in (B)(6) 2015.